Event description:
It was reported the rep was informed by the rn that the surgeon had taken a sterile proximate plus skin stapler to be used for a deposition. The rep inquired what this meant and was told by the rn the surgeon was being sued. Rep inquired if there was anything he needed to do and was told not at this time. The rep will be following up with the dr to obtain add'l info. There is no other info known at this time.